Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced low blood glucose level event on (B)(6) 2026. The patient's blood glucose level was treated by dietary supplement . No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.